Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6), r831363101, r839224801, r839225501. It was reported that on 13 march 2024, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The perimeter of the native aortic annulus was 64.9mm, area was 315mm^2, and mean diameter was 20.7mm. The calcium score was 1205. The patient did not have a horizontal aorta. During procedure, a pre-implant balloon aortic valvuloplasty was not performed. The starting implant depth at deployment and the final implant depth at release was 4mm. There was no tension in the delivery system at the time of final deployment. The device was fully released, and the valve embolized into the ascending aorta, 2cm above the native aortic annulus. The patient was converted into open heart surgery. The valve was explanted and a new non-abbott valve was implanted. The patient experienced intraoperative anemia with overt bleeding and required a blood transfusion. The patient also had an intraoperative pleural effusion and pneumothorax. The pleural fluid was drained. The cause of the migration was believed to be due to less calcification present. The patient was reported to be discharged.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization), pleural effusion, anemia, pneumothorax, and hemorrhage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final implant depth at release was 4mm. There was no tension in the delivery system at the time of final deployment. The device was fully released, and the valve embolized into the ascending aorta, 2cm above the native aortic annulus. The patient was converted into open heart surgery. The valve was explanted and a new non-abbott valve was implanted. The patient experienced intraoperative anemia with overt bleeding and required a blood transfusion. The patient also had an intraoperative pleural effusion and pneumothorax. The pleural fluid was drained. The cause of the migration was believed to be due to less calcification present. Based on the information received, the cause for the reported device embolization could not be conclusively determined. The reported pleural effusion, pneumothorax, anemia, and hemorrhage were unable to determined. The reported surgical intervention, unexpected medical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant during a transcatheter aortic valve implantation. During procedure, a pre-implant balloon aortic valvuloplasty was not performed. The device was fully released, and the valve embolized into the ascending aorta, 2cm above the native aortic annulus. The patient was converted into open heart surgery. The patient status was unknown.